Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0bdt2, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
The representative reported a lead issue. A high impedance issue was noted. No trauma/falls were reported. The issue was not related to any medical procedures. The lead was being replaced at a procedure on the day of the call ((B)(6) 2016). It was unknown if the patient recovered. No symptoms were reported. Additional information received a week later via the representative reported the cause of the high impedance was undetermined. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.